Event description:
During eval of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "door jammed" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The I/o pcb assembly and spectrum upper aux sub-assay were replaced.